Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy which was converted to open surgery, the fifth reload would not fire. Another handle and reload was used to complete to the case. There was no patient injury.